Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The instrument was operating within specifications and the issue was resolved.

Manufacturer narrative:
The field service engineer verified that the instrument was operating within specifications. Qc was performed and it qc was successful within range. Precision studies were performed and they were within specifications. The assay performance checks passed in accordance with the documented servicing procedures.

Event description:
We received an allegation of questionable results for 2 patients' samples tested with vitamin d total g3 (vitamin d3) assay on a cobas 6000 e601. On (B)(6) 2023 the customer ran the patients' samples and reported the following results: sample 1: run 1: 120 ng/ml test, rerun 1: 7.55 ng/ml, rerun 2: 6.55 ng/ml. Sample 2: run 1: 120 ng/ml test, rerun 1: 23.20 ng/ml, rerun 2: 24.35 ng/ml. The results of 120 ng/ml test were reported outside of the laboratory but they did not match the patient's clinical picture. So it was repeated. The result that was deemed to be correct for sample 1 was 7.55 ng/ml. The vitamin d3 lot number was 662797. The expiration date was not provided.